Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: software: sw app 9735762 stealth s8 app software version: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported system was showing a black screen with a blinking cursor in the upper left corner. Technical services (ts) walked the site through going into recovery mode and fixing the issue. The site was then able to log into the system as intended. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.